Event description:
A malfunction alarm was reported with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support in resetting the pump and was informed to call back if the malfunction code recurs, with reassurance that the pump can continue to be used.